Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the w18 flex cable and w15 flex cable and reseated all connectors in the boardstack to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use reported with the event.